Manufacturer narrative:
Literature citation: white, t. Et al. Twelve-month results from a randomized controlled trial comparing differential target multiplexed spinal cord stimulation and conventional spinal cord stimulation in subjects with chronic refractory axial low back pain not eligible for spine surgery. North am. Spine soc. J. (Nassj) 19, 100528 (2024). Continuation of d10: product ID 977a2 lot# unknown serial# implanted: explanted: product type lead product ID 97715 lot# unknown serial# implanted: explanted: product type implantable neurostimulator product ID neu_unknown lot# unknown serial# implanted: explanted: product type unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Reported events: 1. 2 patients experienced ¿infections at site. 2. 1 patient experienced a spinal epidural hematoma and paralysis. The authors stated that these issues were procedure related and were not device related. The hematoma was resolved at the time of report; however, the paralysis was noted to be ¿still ongoing¿ according to the article. 3. 1 patient experienced a procedure-related ¿respiratory arrest while under anesthesia.¿ the issue was resolved at the time of report. 4. 3 patients required lead surgical revisions, 3 required surgical revisions of their implantable neurostimulator (ins), and 1 patient had their device explanted. Which specific issues required these actions are unknown at this time; additional information has been requested. Please see attached literature article.